Manufacturer narrative:
The technician found the communication cable has broken pins. The technician replaced the communication cable to resolve the issue.

Event description:
The technician alleged the bed will not place a nurse call. No pt impact.